Manufacturer narrative:
(B)(4). Pt outcome was not provided by reporter. Difficulty releasing the top cap is not specifically addressed in the IFU. A deployed delivery system, including subassembly and sheath assembly was returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case the instructions for use for the main body graft states: "read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the patient." Specifically, the IFU lists key anatomic criteria that, if followed, could prevent this failure mode from occurring. All trained physicians have access to a physicians reference manual that lists troubleshooting techniques if this failure mode is to occur. Controls are in place for the soldering process ensuring the barbs, on the suprarenal stent, have the correct amount of solder and correct amount of spacing between the stent struts and barb wire. The returned device was examined by internal personnel. The top cap of the device was dissected lengthwise for examination. Minor scratches were noted on the interior of the top cap. The proximal end of the threaded cannula and tapered tip section of the delivery system were also dissected lengthwise for examination, no notable findings were found upon examination. A definitive root cause cannot be determined at this time. We will continue to monitor for similar complaints.

Event description:
A (B)(6) male under initial endovascular abdominal aortic repair on (B)(6) 2010. Difficulty was encountered during the attempt to deploy the top cap. The distal trigger wire was removed as well as the pin vise loosened. It took a lot of force from the doctor to push the inner cannula to release the top cap. You could see the device bending due to the force applied. It was a straight forward anatomy without any tortuosity. Finally it worked. Due to the complicated deployment, the graft was misplaced and a main body extension was needed. A type 1a endoleak was due to a misplaced graft, which complicated the deployment. A main body extension fixed it. Due to the complicated deployment, the graft was misplaced and a main body extension was needed.